Event description:
It was reported that the pacemaker system triggered a lead safety switch (lss) due to a high out of range pacing impedance measurement of greater than 3000 ohms and loss of capture on this right atrial (ra) lead. Technical services (ts) reviewed the presenting and stated that there is loss of capture, likely due to ra lead fracture. There were no events of noise prior to lss. The healthcare professional will be discussing with the physician. The patient had an underlying v rhythm in the 50's. This ra lead remains in service. No adverse patient effects were reported.